Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that they had a serious injury where they almost died. The customer had woken up to 3 emergency medical technicians and their husband standing in their room. They had changed their infusion set the night of the incident. The meter had read that their blood glucose was below 10 mg/dl. No further details were given. The device was not returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.